Event description:
It is reported that the provisional edge chipped off.

Manufacturer narrative:
Eval summary: the type of failure described may occur if the helmet is removed from the glenosphere in a manner not consistent with the method described in the surgical technique. The instrument is designed to hold the glenosphere securely via the tabs, excessive impact or bending loads placed on the tabs may cause this situation. The exact cause analysis cannot be determined with certainty. Eval codes: the returned device exhibits fracture damage to both retaining tabs. One tab has fractured completely off the device and approx 1/2 of the other tab has fractured off. The fractured pieces were not returned with the complaint for review. The reported malfunction has caused or contributed to a serious injury in the previous two years on a same or similar device.